Event description:
Led lights were found to be not working. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
According to the information we received from the distributor on 5-july-2023, after detailed testing and control by the distributor, the led light did not turn on. It has been determined by distributor that the device does not have air leaks, that there is no problem with the camera lens and led lenses, and that the device does not have a malfunction that will affect the warranty process. The fog test could not be performed because the led lights were not lit. Ift controls of the device are made in detail, there is no twisting or crushing. It has not entered into a chemical reaction. The pentax medical emea responded to a good faith effort request via email on 06-july-2023 that we were unable to obtain any information on whether the led stopped working during use at the hospital or if there was a replacement endoscope. No harm to the patient. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information d4:unique identifier (UDI) h4:device manufacture date evaluation summary based on the content of investigated data, it was determined that the potential cause/root cause of failure was that this was due to a half-break in the signal cable, which caused the led to disappear during a specific bending operation. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 04-jan-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 05-jan-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.